Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted for the endovascular treatment of a 50mm semi-urgent type b dissection.  It was reported during the index procedure the proximal endograft slightly covered the common carotid artery with flow impacted. An additional bare stent was placed. After placing the bare stent, a type ia gutter endoleak was confirmed.  Additional follow-ups were performed regularly and it was reported approximately 4 years post the index procedure that the the patient's condition deteriorated. The patient presented emergently and a type a-type dissection was diagnosed. The physician carried out a tar+fet intervention on the same day and the case was successful.  As per the physician the cause of the event was as due to the patients anatomy. It was noted that "there was a high risk that the blood vessel was thicker to the extent that a 40 mm wide-diameter device was used. Furthermore, it was highly possible that the proximal load was applied because the graft's position was poor due to additional bare stents in the common carotid artery, and because the false false lumen expanded due to the remaining tyoe ia endoleaak, and the blood vessel's shape changed" no additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.